Event description:
The customer reported that the endoscope reprocessor was associated with a concern regarding a scope that had reportedly been used on a patient with suspected creutzfeldt-jakob disease (cjd) on the previous day. The issue was identified during reprocessing and the user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.